Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify failed battery test alert and no communication anomaly due to buttons not responding. Pump received with cracked reservoir tube window and cracked case reservoir tube window corner. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack on reservoir window, insulin pump rejected new batteries, lost setting, no delivery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.